Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that after the device was flushed and the physician was wiping the outer sheath off, the 4x4 gauze was getting snagged on the nosecone. There were uneven surfaces on the nosecone and the physician elected not to use the device in the pt. The case was successfully completed with another device. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (device malfunction), (unk cause of event). Eval, conclusions: (unk cause of event).